Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device control unit was not functioning, defective, trigger moves heavily. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function, oscillation angle, switching function, triggers and electronic control unit function, compatibility between small battery drive device I and small battery drive device ii, function with pen drive console and power with test bench. This event did not occur during surgery. There was no human patient involvement as this was a veterinary procedure. The exact date of this event is unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.